Manufacturer narrative:
Event date: (B)(6) 2018, date of this report: 08/27/2018. The customer reported that the touchscreen issue was resolved by replacing the man-machine interface board. No parts were returned for evaluation; therefore, a root cause could not be established.

Event description:
The customer reported the touch pad keys were sticking. Reportedly, the customer interacts with the touchscreen however the touchscreen does not detect the interaction. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 24oct2018. Date of manufacturer: 14oct2018. The customer returned the man-machine interface (mmi) board to philips for evaluation. This mmi board was tested and no failures were identified.